Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
A third-party service agent reported to physio-control that the service indicator led on the customer's device was on and that the device had logged several event codes into the memory. It was observed in a test with a defibrillation analyzer that the device would not complete a charge cycle to the selected defibrillation energy level and would therefore not deliver defibrillation therapy. There was no patient use associated with the reported event.